Event description:
As reported by a field clinical specialist (fcs), approximately 5 year and 7 months post implant of a 20mm sapien 3 valve in the aortic position, a patient is being worked up due to a failed tavr valve. Patient has severe stenosis and mod-severe regurgitation. Patient is symptomatic, there was no ava measured, however the patient was presenting pk vel 4.5 and mg 46mm hg. At the time of this report there is no known planned intervention. According to the fcs the patient's access is extremely challenging, so waiting for the team to decide.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3 thv and no IFU/training deficiencies were identified. The complaint was confirmed based on provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to limited information available, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on new information received. The following sections of this report have been updated: added new information to b5 and d6b.

Event description:
New information was received and confirmed that the patient underwent a valve in valve procedure.